Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedances out of range. The physician suspected a connection issue and recommended a chest x-ray to be performed. At this time this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: e initial reporter.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedances out of range. The physician suspected a connection issue and recommended chest x-ray was performed. At this time this lead remains in service. No adverse patient effects were reported.